Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. If additional information is received a supplemental report will be submitted.

Event description:
Customer reported that new temp probes are affecting the ability of the incubators at thermal regulation; while the temp probe is attached to the patient, the inflexibility of the cable causes it to lift off of the patient's skin even when covered with the appropriate heat reflecting patch; once the probe has lifted away from the skin the giraffe omnibed receives an inaccurate temp and tries to compensate by increasing the temperature in the bed. This in turn overheats the infant which then takes some time for the infant to recover this incidence. The area of the cable closest to the temp probe is stiff and rigid.